Manufacturer narrative:
On (B)(6) 2021 customer reported they experienced a black screen on a pyxis anesthesia es device. Issue is documented in complaint file (B)(4). It was reported that the device went to a black screen unexpectedly and requested a password that was unknown to the user. There was a patient present in the procedure room at the time of the event, however no harm was reported. Medication was retrieved from a nearby device. The technical support center confirmed that the password being requested was the bios password. A field service technician went onsite and replaced the all-in-one monitor. After replacing the all-in-one, the device was tested and no further issues were found.

Event description:
Customer reported that they discovered a pyxis anesthesia es device on a black screen. There was no harm reported, however there was a patient in the procedure room at the time of the event. Medications were retrieved from a nearby device and no medical intervention was required to prevent harm.